Event description:
It was reported that "the helium line was withdrawn in the midst of machine operation after placement, and the anterior segment of the balloon was found to be fractured after the balloon was withdrawn". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. The iabc central lumen was noted partially broken at approximately 5.9cm from the distal tip. Blood was noted in the teflon sheath sidearm. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0068in and was within specification. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times with similar results. Dried blood was noted within the one-way valve. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and a leak was immediately detected from the iabc distal tip. Upon further inspection, the cause of the leak was from a partial central lumen break, and the site was located at the previously noted damage approximately 5.9cm from the distal tip. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.9cm from the iabc distal tip, which is the location of the previously noted damage. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 77.6cm from the iabc luer, which is the location of the previously noted damage. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon was found to be fractured" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged within the iabc flex-tip assembly area. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the helium line was withdrawn in the midst of machine operation after placement, and the anterior segment of the balloon was found to be fractured after the balloon was withdrawn". As a result the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".